Event description:
During a wolff-parkinson white ablation procedure, the distal tip of the introducer detached and remained in the patient. Following the procedure, upon removal of the introducer, the device broke in half and the tip remained within the venous system of the patient. The patient was transferred to secondary surgery and vascular intervention with a snare was performed to successfully retrieve the detached portion of the device.

Manufacturer narrative:
The results of the investigation concluded that the sheath had been stretched and torn. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the torn sheath is consistent with damage during use.